Event description:
Subsequently, intervention was performed and a loose setscrew observed. The same right ventricular lead was reconnected to the same device, and the setscrews were tightness. Normal shocking impedance measurements were obtained. The procedure was completed with no further complications. Should additional information become available this investigation will be updated. This report has been confirmed a duplicate to reports filed under 2124215-2012-00632-lead, associated device 2124215-2012-00083.

Event description:
Boston scientific received information that this right ventricular (rv) lead had myopotential noise on the shock channel. The associated device was reprogrammed to onset/stability and no episodes were observed. This rv lead also displayed shock impedance measurements greater than 125 ohms. Lead manipulations and isometrics were performed and impedance measurements were still greater than 125 ohms. A revision procedure will be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be updated.